Manufacturer narrative:
This report is submitted october 26, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to an extrusion of the electrode array into the auditory canal. The patient was reimplanted with another cochlear device during the same surgery.